Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6)2024, the patient experienced spasms, a seizure, and was unconscious. The cgm reading would have been low at that moment, ¿reading in the low 50´s¿, but no alerts would have sounded. An ambulance was called, by the husband and when a fingerstick was taken by the paramedics the blood glucose reading was in the low 40´s mg/dl while the cgm reading would have still been in the low 50´s mg/dl. The patient was treated with a glucagon injection and glucose pills. The patient was brought to the hospital, but no further treatment was reported to be necessary. Initially the patient mentioned that she was at the hospital for a couple of days, but at a later point during the call the patient stated she was in the hospital for 1 day. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient experienced spasms, a seizure, and was unconscious. The cgm reading would have been low at that moment, ¿reading in the low 50´s¿, but no alerts would have sounded. An ambulance was called, by the husband and when a fingerstick was taken by the paramedics the blood glucose reading was in the low 40´s mg/dl while the cgm reading would have still been in the low 50´s mg/dl. The patient was treated with a glucagon injection and glucose pills. The patient was brought to the hospital, but no further treatment was reported to be necessary. Initially the patient mentioned that she was at the hospital for a couple of days, but at a later point during the call the patient stated she was in the hospital for 1 day. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause was the quiet mode. No additional patient or event information is available.

Manufacturer narrative:
Product registration - correction. B1 adverse event and/or product problem- correction. B5 describe event or problem - additional. Primary UDI number - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.